Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: fold crease, wear abrasion, and a curved opening. Leak test and microscopic analysis were performed and identified a curved sharp opening on valve bond edge, no shell thickness measurement due to opening being under plug strap, and yellow particles. Fill inspection was performed and identified no blockage in the valve. Observed a void n valve (vv of 3mm) it is out of specification per qa 199.06, it was assessed as workmanship. Based on the device analysis the final assessment was a sharp opening assessed as unidentified(tear) opening, and a void in valve assessed as workmanship. Additional, changed, and/or corrected data: b.5., d.7., d.10., g.1., g.3., h.3., h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side deflation. Device remains implanted.